Event description:
Contact reported that there were 2 strikethroughs which penetrated to the skin, over the chest and abdomen areas of the surgeons. Both of these occurrences were during "very wet procedures."